Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise which caused presyncopal symptoms in a dependent patient. The noise and the symptoms could be replicated with pocket manipulation. The device was reprogrammed. On (B)(6) 2016 the patient presented in the operating room for a crt-p upgrade and the right ventricular lead was capped and replaced successfully. The patient was in stable condition post procedure.